Event description:
The report stated that the ligasure v handpiece did not seal during a surgery. The surgeon reported that an end tone was heard, indicating the sealing cycle was performed satisfactorily. This happened after several successful sealing cycles. The surgeon used another ligasure v handpiece to complete the procedure. There was no injury to the pt. This ligasure system generator was set at 2 bars of power for the procedure.

Manufacturer narrative:
Date of initial report: april 7, 2008. To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.